Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Per add'l info rec'd, the pt has experienced a positive "ana" (presumed-anti-nuclear antibody), left spigelian hernia and repair, "bladder fallen," increase in the number and size of veins in the left hemi-pelvis which may be associated with pelvic venous congestion syndrome, and prolapsed vaginal wall (CT indication, not medically confirmed).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).